Event description:
It was reported that pt underwent surgical procedure, which utilized suture anchors. During procedure, two suture anchors were implanted, but would not release from the inserter handles. A 15-20 min delay was incurred. Add'l product of the same size was used to complete the procedure.

Manufacturer narrative:
A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. Evaluation of returned device found evidence of product nonconformance. This report filed on june 27, 2008.